Event description:
No blood glucose levels reported. The customer reported a battery out limit alarm from the insulin pump. The insulin pump would thereafter reset itself and go back to the default settings for the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the battery out limit alarm on the insulin pump during normal use. The customer was advised that a new battery cap for the insulin pump would be shipped to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.